Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's trainer reported that they were unable to select the "yes" option when prompted by the device. A replacement device was arranged and scheduled for overnight delivery. The highest recorded blood glucose (bg) during the event was 203 mg/dl. The user was able to correct their bg with a manual shot of insulin. No symptoms were reported, and no medical intervention was required.